Event description:
S: covidien signia stapler locked while clamped on patient's dorsal vein during a radical prostatectomy. B: called for information regarding covidien rep due to stapler malfunction. Called covidien rep. Arrived in room to see the stapler locked on to the vessel. Rep on speaker phone. Staff stated that the generator had been disconnected, restarted, and reconnected; still unable to unclamp. Surgeon was at field and using manual unlock screwdriver, stated that it felt like there was some effort required initially but then felt like it was 'doing nothing.' Unable to reposition camera to visualize blade position. Rep went through steps of restarting generator, then proper use of manual unlock driver. Staff stated they had followed them. Surgeon asked what the next step would be; rep stated excising the area on which the staple was clamped. Surgeon declined. Surgeon gently started to pull on stapler head/staple. Was able to remove staple without tearing vessels.